Event description:
It was reported that the patient experienced hypoglycemia while using the aviva system. On (B)(6) 2019 at 12:33 p.m., the patient's blood glucose result was 297 mg/dl. The patient took 20 units of novolog insulin based on the device result. His normal dose is 12 units of novolog taken after each meal. Later at an unknown time, the patient was involved in a car accident due to being unconscious while driving. The paramedics arrived and his blood glucose result was 36 mg/dl on their meter. The paramedics treated him orally with 2 packs of glucose liquid. The paramedics took another blood glucose result which was 56 mg/dl. The patient was transported to the hospital. The blood glucose result was 175 mg/dl at the hospital around 1 hour later. The patient was not treated at the hospital. He was in the hospital for 3 hours. Return of the suspect device was requested for evaluation.